Event description:
Consumer claims to have used the heating pad on her neck and fell asleep. She awoke to find a burn on her arm and sought treatment at the emergency room.

Manufacturer narrative:
Consumer used the heating pad while sleeping which is a violation of the warnings and instructions provided. This incident is the direct result of consumer abuse/misuse of the product.